Manufacturer narrative:
No evidence of a device malfunction. No problem found with returned cartridge. Exact cause of the reported event is unk at this time. There is no evidence at this time to suggest a direct correlation between the reported event and the nxstage system one. If additional relevant info becomes available, a followup report will be submitted.

Event description:
Crrt pt had abdominal surgery for a gangrenous bowel on (B)(6) 2010,and wound was left open. Pt had 3 jackson-pratt drains, one to suction. On (B)(6) 2010 0800, nurse reported that she observed pink-tinge in pt's foley bag and then approx 1/2 hour later,she observed pink-tinge effluent. Nephrologist ordered labwork and lab noted samples were grossly hemolyzed. Samples were taken from multiple sites - a - line, subclavian line and pic line. Crrt was discontinued. Pt received 3 units of prbcs due to a drop in hemoglobin from 12.4 on (B)(6) to 6.3 on (B)(6). Nurse reported flow problems with the pt's femoral catheter during the treatment. No anticoagulant used.